Event description:
The physician deployed and advanced a concentric retriever l6 with no problems. The proximal 1-2 loops began to straighten upon device withdrawal. The physician then readvanced the device to reshape the loops and torqued the retriever in the counterclockwise direction. When the physician pulled back, the retriever loops straightened and the retriever pulled through the occlusion. No thrombus was removed but revascularization of the proximal and inferior branch of the mca was noted. The proximal mca appeared "tattered" possibly related to atherosclerotic disease. No additional retrieval attempts were made. Ia reopro was administered and angiograms were performed confirming a dissection in the proximal m1. Due to concern about reocclusion, a neuroform 3.5x20 stent was deployed and flow was restored. The physician is unsure whether or not the retriever l6 caused the dissection.